Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported the patient got ins implanted that she requested ins be put on her left side because she slept on her right side, but when she woke up from surgery the ins had been implanted on her right side. Patient said healthcare provider (hcp) told her it would ¿calm down¿ and not bother her to sleep on implant after a while, but after 6 months went by the patient still couldn¿t sleep at night because all the damaged she had (reason she got stimulator) was on right her right side, so patient had 2nd surgery where they moved the implant to left side. Patient said her second surgery was about 6 months after her initial implant. Patient said once they moved ins to left side, it died only 6 months later and then patient got the rechargeable ins. No further complication and events were reported.